Event description:
The folding tube support arm became detached from the wall plate, striking the dental patient on the shoulder and leg. The patient was removed via ambulance and determined to be uninjured.